Event description:
Oxygen device failed. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 11oct2019. Date of report: 14oct2019. The manufacturer¿s service technician confirmed the reported o2 error issue. The manufacturer¿s service technician replaced the o2 valve to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/09/2019.

Event description:
Oxygen device failed. There was no patient involvement.